Event description:
The patient called animas on (B)(6), reporting that the battery was hot to the touch when doing a routine battery change. She says the pump was not hot or warm to the touch, but just the battery was hot to the touch. The battery cap was last changed four to six months prior to calling animas. There was no physical damage to the battery cap or compartment. The patient denied physical harm when removing the battery. This complaint is being reported based on the patient's allegation that the battery was hot to the touch.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery was not returned with the pump for investigation. There was no activity related to the complaint observed in the pump histories. A review of the black box indicated a battery voltage drop at 12:38 pm on (B)(6) 2012. Visual inspection revealed that the battery compartment and cap are intact. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. The complaint could not be confirmed or duplicated on investigation.